Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6)2017, the transmitter had a pairing issue. No additional event or patient information is available. Data was provided for evaluation. The reported (B)(6) pairing failure was confirmed via data. Also, the data evaluation confirmed a permanent signal loss. The root cause of the pairing failure was determined to be signal loss. Based on the investigation results this issue has been upgraded from non-reportable to reportable. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it failed. Previously, data was evaluated and it confirmed the customer complaint. The reported event pairing failed was confirmed. The root cause could not be determined.